Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient felt right-sided costal palpitations in the afternoon or evening, which lasted for hours or were transient. The physician queried if it was phrenic nerve stimulation. The issue was resolved by turning atrial capture management off. The lead remains in use. No patient complications have been reported as a result of this event.